Manufacturer narrative:
Customer reported a burn to a patient but did not provide any details. Customer was contacted by the cynosure clinical department 4 times to obtain information regarding the patient but the customer did not cooperate with the investigation. Therefore, the alleged injury has not been confirmed. A field service engineer did service the laser and found that the 15mm handpiece had debris on the optic indicating that the optic was not cleaned per instructions. This is most likely the root cause of the burn but due to lack of cooperation by the customer can not be confirmed. The laser did not malfunction.

Event description:
Customer reported that a patient had been burned during a laser treatment. There is no additional information available due to lack of cooperation from the customer.